Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Upon initial drive of the ratchet gear fluid did not pass through the fluid path. A soldering iron presented brief contact with the tip of the hard cannula. After the introduction of the heating element the fluid path was clear of any crystalized insulin occlusion. After removal of the crystalized insulin occlusion, fluid passed through the fluid path with no issue. Inspection of the needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn on the leg. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.